Event description:
Per the clinic, the magnet became dislodged due to unknown reasons resulting in the decision to surgically replace the magnet. The magnet was replaced on (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.